Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 580 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was stabilized and then released. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks but there was a large air bubble in reservoir which was already primed out. There were no site or insulin issues. Customer declined to check if settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.